Event description:
It was reported that the winn 80 guide wire was being used in a below the knee intervention of a 4-5 cm total occlusion in the posterior tibial artery in the left leg. The vessel was moderately calcified and non-tortuous. This same guide wire had been used once already for treatment of the right leg during this same procedure. After retracting the winn 80 guide wire from the right leg, the tip was observed to be slightly kinked at the tip; however, the decision was made to use the guide wire for a second time for treatment of the total occlusion in the left leg. The guide wire was advanced to the lesion; however, the guide wire became stuck at the distal segment of the occlusion. During retraction of the guide wire, moderate force was applied and it was observed that the tip had separated and 1.5 cm of the separated tip remained in the vessel in the occlusion. The procedure was continued using a non-abbott guide wire and a non-abbott balloon catheter. The decision was made to leave the tip of the winn 80 guide wire in the occlusion as the physician did not expect any problems from the tip remaining in the vessel. No attempts were made to retrieve the separated guide wire tip. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4): use after damage; against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the precautions section of the hi-torque winn guide wire instructions for use states: prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Additionally, the warning section states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product deficiency.